Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However this cannot be confirmed as the femoral component was not available for evaluation. Section(s): no information has been provided: a2, a4, a5, and b6. The following section(s) have additional info; a1, d1, d2, d4 (catalog number, serial number, UDI number, and exp date), d6, d7, g4, g5, g7, h1, h2, h3, h4, h6, and h7. Section h11: corrections made in the following section(s): (d1) brand name (d2) common device name (d4) (catalog number, serial number, UDI number, and exp date) (f6) and (f8) were entered in error, please disregard. (H1) updated from malfunction to serious injury.

Manufacturer narrative:
1038671-2019-00172. H6: corrected health effect - clinical code, health effect - impact code, medical device problem code, and component code.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2013. Right knee is completely loose, and his tibia has severe osteolysis and almost lost he whole patella.